Event description:
The customer contact reported that during testing at the user facility, it was noted that the device battery was swollen and melted to the inside of the battery case. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.